Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The device associated with this complaint was retuned for examination. Visual analysis of the device found blunting/rounding of cutting edges. It is not unreasonable that the condition identified in visual analysis would contribute to a dull condition. Therefore we are able to confirm dullness with damage observed, as this kind of evidence indicates repeated use of the device. The lifecycle requirements of the device are event related and depend on the use in clinical practice, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally the shaft of the drill was found deformed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. The overall complaint was confirmed as the observed condition of drill bit ø1.1 l75/61 2flute [03.114.007/u391846] would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: DHR: part # 03.114.007; synthes lot # u391846; supplier lot # u391846; release to warehouse date: 26 oct 2021; supplier : (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. See attachment source file - fw external formato de novedad clínica bolivariana 443368. The photo investigation revealed that 03.114.007, drill bit ø1.1 l75/61 2flute has no defects found and functionality issues can not be evaluated through a photo investigation. No further evidence can be observed from the photo to determine the root cause. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 03.114.007, drill bit ø1.1 l75/61 2flute would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 part # 03.114.007. Synthes lot # u391846. Supplier lot # u391846. Release to warehouse date: 26 oct 2021 . Supplier : (B)(4). No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6), 2023, that the drill bit 1.1 l75/61 2 arist cutting drill bits twisted specialist non-conforming. Drill bit 1.0 l46/34, broken drill bits, specialist non-conforming guide drill bit 1.3/1.0, guide comes in twisted system by side 1.0, does not pass drill bit 1.0. Prolongation of surgical times this report is for one (1)drill bit ø1.1 l75/61 2flute. This is report 2 of 4 for complaint (B)(4).